Event description:
A malfunction was reported on the pump by the customer, with no notable events occurring prior to the issue and the malfunction code identified as malf 6. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support arranged for the pump to be replaced, and the customer expressed interest in obtaining an out-of-warranty loaner pump.